Event description:
It was reported that an ilet user asked why the infusion set connector must be attached to the cartridge while the cartridge is installed in the pump and disclosed, they routinely connect it outside the pump because it is easier. There were no reported adverse clinical effects. Outcomes included no alerts, no alarms, no hospitalization, and successful troubleshooting and education. Investigation included customer interview and user education regarding correct infusion set and cartridge handling to prevent bent needles, punctured or torn cartridge septa, and potential leaking that could impact insulin delivery. Investigation of this case revealed no device malfunction and use error that reinforced risk of improper assembly technique, specifically the potential for a bent connector needle or damaged cartridge septum when connecting outside the pump. It was concluded, based on previously established findings for similar reports, that user technique contributed to the reported concern, and education resolved the issue.